Event description:
A report was received that the patient underwent an ipg replacement surgery due to the original ipg prematurely depleting. The original ipg has been implanted for less than one year. The patient was doing well post-operatively.